Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-03149, related manufacturer reference number: 2938836-2020-03150. It was reported that the pacemaker system was explanted due to infection.

Manufacturer narrative:
Analysis was normal. No anomalies were found.